Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating and the usb cable was not charging the pump battery. Cable was replaced to resolve the charging issue. Customer's blood glucose was within range (value not provided). The customer continued to use the pump for insulin therapy.